Manufacturer narrative:
The insulin pump was received with no button response due to flattened act keypad dome. Unable to perform the displacement test due to keypad anomaly. The insulin pump has minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip and reservoir tube cracked.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.